Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1b4j5, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a manufacturer representative regarding a patient who had an implantable neurostimulator. It was reported that patient had a bad fall on their back in the bathroom and after that, there was no stimulation. Patient's healthcare professional (hcp) scheduled a lead replacement after interrogating the device and seeing >4000 on all electrodes. When surgery was performed, it was observed that the lead had completely fractured and was no longer in tact. The electrode contacts remained in the ins but the remaining lead had gotten coiled and was encapsulated in the patient. Entire lead and ins were removed and replaced. No further complications were reported.